Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient arrived at the hospital for a device replacement. When this cardiac resynchronization therapy pacemaker (crt-p) was interrogated, it was found to be in safety mode. Additionally, this right ventricular (rv) lead was found to be dislodged. This crt-p and rv lead were then successfully replaced. No additional adverse patient effects were reported. Lead is not expected to be return, as it was surgery abandoned.